Event description:
New information received revealed that programming changes were made in order to address post-paced t-wave oversensing.

Event description:
It was reported that through remote transmission, the device exhibited post-paced t-wave oversensing on the ventricular lead. The asymptomatic patient did not receive inappropriate therapy due to oversensing. Programming changes will be discussed with the physician.

Event description:
New information received indicated that programming changes were not made as previously noted, but was just recently made during in-clinic follow-up.

Manufacturer narrative:
(B)(4).